Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed error code 46876 and 46221. The cause of the customer reported problem was fluid ingression on the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the main board.

Event description:
It was reported that the pump showed error code 46876. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.